Event description:
Customer reported a high blood glucose of 511 mg/dl. The customer stated she was coming down with a cold and it may have affected her high blood glucose. Troubleshooting for high blood glucose found the customer had signs of dehydration and a headache. Troubleshooting assisted the customer with a manual prime and the result was insulin was able to exit from the tubing. It was also found that the cannula was not bent. The customer's blood glucose in the morning was 109 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.